Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that unable to find the patient profile at the unit. The technical support specialist logged in to pes, checked the patient name profile and found the patient was discharged. Also advised the user to re-admit the patient and attached an article of "patient missing on a bd pyxis medstation es" as an reference to the user. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the patient profile were not displayed. The customer stated that this malfunction occurred while dispensing the medication to the patient and delayed for few hours. There were no adverse events or injuries reported based on this incident.